Manufacturer narrative:
H10: one (1) actual sample and one companion sample were received for evaluation. A visual inspection was performed to the samples using the naked eye and all components were correctly placed and according to the specification. It was noted that the female luer on the actual sample only was broken. A functional pressure test was performed on both samples which revealed a leak through the luer assembly of the actual sample due to the broken female luer. No broken luer or leak was observed on the companion sample. Additionally, a pull test was performed on the samples and no separation was noted. The reported condition was verified on the actual sample but not on the companion sample. The cause of the condition was determined to be user related in that the condition could happen if the user connects it with another set and connecting them, the user does with a greater force than required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female adapter of a micro-volume extension set cracked which resulted in a medication leak. This issue was further described as, ¿syringe tubing was cracked at connection that syringe attaches to, med spilling onto floor¿ and ¿tubing wears down and eventually cracks¿. The female adapter cracked after multiple connections/disconnections of a syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.